Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Consumer stated crown is shifting. Complaint received from (B)(6) federation.

Event description:
Consumer stated that their dental crown started shifting as a result of using a sonicare power toothbrush.